Event description:
The account alleges that the bed exit will not alarm properly, after the second delay, resulting in a failure of the bed exit to alarm.

Manufacturer narrative:
The account informed the technician that no action will be taken at this time due to the account negotiating with a contract sales director on a repair contract. The account requested that hill-rom not contact the account any further regarding this issue. As of this report, no information has been provided regarding the resolution of this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.